Event description:
The patient reported that she had an inflammatory mass partially removed 11/2005, but she is experiencing progressive numbness in her leg and foot and difficulty walking. The patient also reports a recent fall and left lower leg fracture. The hcp confirms weakness and numbness prior to removal of an inflammatory mass and residual symptoms following removal. The pump was removed in 2006. According to the hcp, the patient recovered without sequela and is no longer experiencing above mentioned symptoms.